Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 24 months as well as of the 36 months follow-up examination were provided. The images are showing the left sfa with multiple stents placed in the vessel. Based on the information available, a 6 x 170 and a 6 x 100 mm stent had been placed during the initial stenting procedure. At least one additional competitor's stent was placed inside the two above mentioned stents. There are some irregularities of the stent strut pattern visible in the middle section of the sfa, however, the type of irregularity and the stent affected could not be determined. Neither a fracture of the 6 x 170 mm stent nor of the 6 x 100 mm stent could be confirmed on the basis of the images. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. If being performed, a balloon catheter that matches the size of the reference vessel but that is not larger than the stent diameter itself should be selected.

Event description:
It was reported that 43 months post implantation of two vascular stents (size 6 x 170 mm and 6 x 100 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture."

Event description:
It was reported that 43 months post implantation of two vascular stents (size 6 x 170 mm and 6 x 100 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
Additional information (images) was received. The event is currently under investigation. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that 43 months post implantation of two vascular stents (size 6 x 170 mm and 6 x 100 mm), one of the stents was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The event is currently under investigation. Two possible lot numbers have been provided: anxa0520 and anvf0725. The lot history records are being reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 31 months post implantation of two vascular stents (size 6 x 170 mm and 6 x 100 mm), one of the stents was found to be fractured. There was no reported patient injury.